Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented for normal generator replacement procedure. Once the generator was replaced, the right ventricular lead was connected to the new device. It was noted that the insulation of the lead had released from the distal area. The lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.